Manufacturer narrative:
(B)(4). This initial report is being submitted per FDA request since it was not received in 2018. Initial details of this event were previously reported 6/12/2018 on report #3008766073-2018-00114. All details, including supplemental information are contained under that report number.

Event description:
See report # mw 3008766073-2018-00114.